Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus would not calibrate. It was indicated that the touchscreen connector required cleaning and reseating. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus would not calibrate. The stylus was replaced but the issue was not resolved. The programmer was returned for service. No patient complications have been reported as a result of this event.